Event description:
A patient who had a perigee sling system procedure was bleeding on the posterior wall. As a result of a non ams graft. The graft was removed. Upon cystoscopic examination, evidence of mesh was found. Unable to determine whether perigee was "button holed" during implant or eroded.